Manufacturer narrative:
One used portex® blue line ultra® vocalaid tracheostomy tube was returned for investigation. A device history review was performed, and no discrepancies were found. A visual inspection was performed and no holes were detected. Functional testing found the cuff inflated with no difficulties, and no leaks were detected. A manufacturing review of a similar device was performed and no discrepancies were found. No root cause was determined as the complaint was not confirmed.

Manufacturer narrative:
Event date: early (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® vocalaid tracheostomy tube cuff became difficult to inflate and deflate during use on a patient. The issue was observed after one week of use. It was noted that the cuff worked well at the beginning of device use. No patient injury was reported. The event was considered resolved.